Event description:
Prior to the start of the first case phaco handpiece was checked and no particles were found. During the first case, small aluminum pieces expelled from phaco handpiece into patients eye. Patients eye was checked and those aluminum pieces were aspirated. Before the next case, the phaco handpiece was checked and flushed with sterile water and no aluminum shavings were found. But when the using device on a the next patient (age-86 sex-m) aluminum shavings were noted in that patients eye. His eye condition: 3 was aspirated also. There has been no noted adverse effects to either patient to date. Hand piece conected to: cataract extraction unit phaco handpiece was repaired by medical cables inc.model # phacoplusserial #1516 same manufacturedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.